Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the moderately tortuous and non-calcified proximal right coronary artery. The physician first deployed a 3.5mm non-bsc stent. Then the physician advanced the 3.5x12mm quantum maverick balloon to the stent to post dilate. Then on the first inflation the physician inflated the balloon to 16 atms for five seconds and it ruptured. There were no patient complications. The device was removed intact. Patient status is reported as "stable".